Event description:
It was reported that concerns were raised regarding atrial undersensing in this pacemaker, which prevented an atrial tachy response (atr) mode switch. Technical services (ts) reviewed the event and determined that the undersensing was due to the patient's low amplitude signals, measuring approximately 0.30 mv. Additionally, during two separate medical procedures, the pacemaker recorded signal artifact monitoring (sam) episodes caused by high out-of-range pacing impedances due to electromagnetic interference (emi). In one of these episodes, emi was also oversensed. Ts stated that there was no indication of lead integrity issues and provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.